Event description:
On (B)(6) 2011, patient's husband reported patient's blood glucose was elevated around 500 mg/dl for about a week. Husband stated they switched to the backup infusion device and immediately her blood glucose regulated. Patient's target blood glucose is 200 mg/dl, but her doctor wants her blood glucose between 100-150 mg/dl. Husband reported, patient had not received any alerts or errors that were unusual. Husband stated, he changed her infusion site and infusion tubing every day several times to see if the blood glucose would lower. Husband reported, the infusion adapter was not changed very often. Advised to change adapter every 10th cartridge change. Husband stated, he disconnected the infusion tubing and primed; insulin did drip from the tubing. Husband reported, when his wife disconnected and bolused, insulin did not emerge. Husband stated, the infusion device had been dropped once but not in the past 48 hours. Product was replaced and requested return of the suspect product for evaluation.